Event description:
Related manufacturer reference number: 2017865-2021-22034. It was reported that the patient presented experiencing episodes of pacing inhibition. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing and was found to have insulation damage. During the procedure, the stylet failed to disconnect from the left ventricular lead and was explanted and replaced. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.